Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn quick suture. The client reported that the surgical needle is detached from the suture thread before use.

Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code-batch regarding the same issue, closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 17 closed samples for analysis. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the closed samples received are 0.75 kgf in average and 0.05 kgf in minimum. The results do not fulfill the european pharmacopoeia (ep) requirements (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). 1 of the closed samples already had the needle detached from the thread when the package was opened. The rotation test performed on the received closed samples confirmed that the units are compliant with the specified requirement, except 1 of the closed samples already had the needle detached from the thread when the package was opened. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is too much thermal treatment applied to the thread ends that caused the thread to be fragile and break in the attachment area, as shown in the defective samples received. Final conclusion: considering that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code-batch regarding the same issue, closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis to take a decision. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.